Event description:
The advocate stated the customer received a blood glucose reading of either 350 or 375 mg/dl from his breeze2 meter and a reading of 65 mg/dl from his contour meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate returned the test strips for eval. Replacement strips and a new meter were sent to the customer.